Event description:
Patient reported aligners causing receding gums. Gathering and requesting information. Provided information on gum recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.